Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. Unit passed pump self test, off no power test, error test, displacement test, rewind test and basic occlusion test. The operating currents were in specifications. Motor was tested outside of the unit and passed. Unable to prime during prime test due to slight moisture damage on force system sensor. Minor scratches on lcd window, cracked lcd window,cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple motor errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.